Event description:
It was reported that balloon pinhole occurred. A 10.0 x80, 75cm gladiator balloon catheter was selected for use. The balloon was took out from the package for preparation. However, a pinhole was noted as when the solution was put through the device, it all sprayed out. The procedure was completed with another of the same device. No patient complications were reported.